Event description:
The customer reported the system displayed a generator fail error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kv controller, table generator interface printer circuit board, and fuse were replaced. The system was then found to be operating as intended.